Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, the haptic was frontally oriented which was wrong and do not open correctly in the eye with manipulation. The action taken was repositioning with risk of damaging implant and the sac containing the lens. Additional information was received, the incident occurred during the progression of the implant into the injection system.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).